Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that his one touch ultra smart meter display was cracked. The complaint was classified based on the customer care advocate's (cca) documentation. The pt said he opened the package containing the reported meter that was sent to him on the day before. He said the meter display was cracked when he opened the package. The pt said he skipped his medications because he did not have a working meter and then stated he took too much insulin and experienced " a low [blood glucose event]". The pt's specific low blood glucose symptoms were not provided. The pt received no medical intervention because of the reported issue. The cca noted that the reported meter display was damaged. The meter was replaced. The complaint is reported because the pt alleges he was unable to obtain an actionable result on the meter, took "too much insulin" and later experienced hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.